Event description:
Needle breakage. Needle breakage occurred during surgical procedure with no adverse consequence to pt. Outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.